Event description:
It was reported that the external pulse generator powers off immediately when the battery is removed. The device was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; main pcb (printed circuit board) found out of electrical specification. Analysis also found the upper and lower cases are broken/contaminated. Battery release, two side bail covers, and battery flex are contaminated. Lead flex cover is broken and battery contacts are compressed. Further analysis was performed on the main pcb. Visual inspection found no anomalies. Bench analysis found that capacitors in-circuit failed, typical operation observed when device was powered up, however the battery removal test failed. Both capacitors were replaced, then the battery removal test passed. Conclusion: confirmed that the battery removal failure was caused by a capacitor component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.